Event description:
Clamp reportedly opened and allowed magnesium sulfate to "dump" into patient. It is unknown whether the tubing was inside or outside of the pump at the time this incident occurred. No additional clinical details were able to be obtained. No patient injury was reported.